Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c calcium results for one sample. The following data was provided (customer provided reference ranges: 20 - 39 years (men) 9.1 - 10.4 mg/dl, 20 - 39 years (women) 9.0 - 10.1 mg/dl, 40 - 79 years 9.0 - 10.2 mg/dl): sid (B)(6): alinity ac07090: result = 10.83 mg/dl, repeat after centrifugation = 9.58 mg/dl and 9.63 mg/dl alinity ac07086 (lot 88813un24): results = 13.9 mg/dl, 16.4 mg/dl, 17.62 mg/dl, repeat after centrifugation = 9.61 mg/dl and 9.65 mg/dl alinity ac07087: result = 13.83 mg/dl, repeats after centrifugation = 9.57 mg/dl and 9.63 mg/dl alinity ac07091: results after centrifugation = 9.67 mg/dl and 9.64 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity c calcium results for one sample. The following data was provided (customer provided reference ranges: 20 - 39 years (men) 9.1 - 10.4 mg/dl, 20 - 39 years (women) 9.0 - 10.1 mg/dl, 40 - 79 years 9.0 - 10.2 mg/dl): sid (B)(6): alinity (B)(6): result = 10.83 mg/dl, repeat after centrifugation = 9.58 mg/dl and 9.63 mg/dl. Alinity (B)(6) (lot 88813un24): results = 13.9 mg/dl, 16.4 mg/dl, 17.62 mg/dl, repeat after centrifugation = 9.61 mg/dl and 9.65 mg/dl. Alinity (B)(6): result = 13.83 mg/dl, repeats after centrifugation = 9.57 mg/dl and 9.63 mg/dl. Alinity (B)(6): results after centrifugation = 9.67 mg/dl and 9.64 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
He complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did identify an increase in complaint activity for lot 88813un24, however, no trends were identified. Device history record review did not identify any non-conformances associated with lot number 88813un24 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium assay for lot 88813un24 was identified.